Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08/17/2019. No additional information was provided on the repair status of this device.

Event description:
The customer reported that the nav-ring was inoperative. There was no patient involvement.